Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing during a ventricular tachycardia (vt) episode. Technical services (ts) was consulted and discussed that the undersensing was not significant enough to have an impact on time detection during the vt episode. It was also noted that the device delayed therapy due to current programmed settings. Ts recommended to lower therapy zones for faster therapy delivery. No adverse patient effects were reported. This device remains in service.